Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 53 (software error detected) after updating the pump, with errors occurring randomly and during basal delivery. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed and the customer was able to clear the alarm and able to rewind the pump. The pump passed the self-test. No harm requiring medical intervention was reported. Mmt-1884 was requested, and the customer's response was that the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). Proceed with the following testing to assure proper functionality of the unit. Unit passed displacement test. The pump diagnostic trace was utilized to search for alarms that may have occurred in the past or during complaint calls that might trigger the reason complaint. The download trace reveals that pump error 53 alarms were found on 01/09/2026 21:09:24.000, 01/10/2026 10:36:43.000, several on 01/10/2026 14:08:17.000, 01/11/2026 03:24:52.000 and several on 01/12/2026 07:36:53.000. Proceed by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per r&d investigation it was determined that pump error 53 was cause due to wrong state for close loop. Isolate to electronic assemblies. The following cosmetic damages were noted: scratched case, pillowing keypad overlay, keypad overlay texture damage, cracked keypad overlay, label damage (faded), cracked case-corner of belt clip rails, battery tube threads - cracked and cracked case (battery tube). In conclusion during download review pump error 53 was confirmed. Problem isolated to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.